Manufacturer narrative:
Reported event: an event regarding subsidence involving an insignia stem was reported. The event was confirmed via clinician review of provided medical records. Method & results: -product evaluation and results: the reported device was not returned however a photograph was provided for review. The photo shows what appears to be blood, tissue, and spots of white material adhered to the ha coated portion of the stem. The white material appears to be evidence of bony ingrowth but that cannot be concluded from the photograph alone. The stem otherwise appears undamaged. There is nothing further remarkable to note. -clinician review: a review of the provided medical information by a clinical consultant indicated: "this 71-year-old female underwent a right mako assisted total hip arthroplasty and was revised 3 1/2 months later for subsidence where little bone on growth was noted. The root cause of this event cannot be determined with certainty. The causes of early subsidence are multifactorial including surgical technique factors including proper preparation and proper determination of implant size, as well as patient factors such as bone quality, activity level and bmi. With the information provided I would not assign any causality to the implant itself." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to stem subsidence. A review of the provided x-rays and medical records by a clinical consultant confirmed the event and indicated the following: "this 71-year-old female underwent a right mako assisted total hip arthroplasty and was revised 3 1/2 months later for subsidence where little bone on growth was noted. The root cause of this event cannot be determined with certainty. The causes of early subsidence are multifactorial including surgical technique factors including proper preparation and proper determination of implant size, as well as patient factors such as bone quality, activity level and bmi. With the information provided I would not assign any causality to the implant itself." The reported device was not returned however a photograph was provided for review. The photo shows what appears to be blood, tissue, and spots of white material adhered to the ha coated portion of the stem. The white material appears to be evidence of bony ingrowth but that cannot be concluded from the photograph alone. The stem otherwise appears undamaged. There is nothing further remarkable to note. No further investigation for this event is possible at this time. If devices and/or additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right (mako) hip was revised due to pain and subsidence (rep confirmed there was no bone fracture). Surgeon noted and was concerned that there was little bone ongrowth on the stem intra-operatively and wants an investigation. The stem and head were revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. H3 other text : device not returned to the manufacturer.

Event description:
It was reported that the patient's right (mako) hip was revised due to pain and subsidence (rep confirmed there was no bone fracture). Surgeon noted and was concerned that there was little bone ongrowth on the stem intra-operatively and wants an investigation. The stem and head were revised.